Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the fraction of inspired oxygen (fio2) was out of specification. When the ventilator is set at 21 percent the delivered fio2 was 80 percent. When the setting is at 30 percent the monitor was not reading anything. The customer attempted the fio2 on screen calibration and air/oxygen balance calibration and the reported issue was not resolved. Replacing the fio2 cell did not resolve the issue either. There was no patient involvement.